Event description:
It was reported that during a percutaneous coronary intervention, drug eluting stenting treatment procedure stent damage occurred. The lesion was located in the severely calcified proximal left circumflex artery. The physician predilated the lesion with a mr2 and quantum maverick balloon catheter. Then the physician advanced a taxus express2 drug eluting stent to the lesion and successfully deployed the stent. The physician then advanced a 2.50x8mm taxus express2 drug eluting stent to the lesion and attempted to deploy the stent, but failed. The physician then withdrew the stent from the patient and noticed that the stent was flared. There were no patient complications. The procedure was successfully completed with another 2.50x8mm taxus express2 drug eluting stent. Patient status is reported as "good".